Event description:
The respiratory therapist reported that at power on the ventilator would not start up. The rt reported it took a little longer than expected for the blower to start up, and when it did the screen went from black to white. The power switch was cycled off then back on and at start up the ventilator screen went white with a black line through it, and at that time something smelled hot which was traced to the end of the power cord that was plugged into the outlet at the wall. The ventilator was removed from service. The ventilator was not in use on a patient therefore there was no patient harm or involvement. The manufacturer's service technician reported visual inspection of the ac power cord showed a black area in the 3 prong clear end of the cord and the ground stud was bent. The service technician replaced the power cord to complete the repair. Performance verification testing was completed and passed but with limited use due to the battery not being fully charged. The customer must allow the battery to charge for 12 hours then verify battery operation.